Event description:
It was reported the patient was experiencing ineffective therapy due to lead migration. As a result, the patient underwent surgical intervention during which the lead was explanted, but not replaced due to difficulties getting the replacement lead in.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2022-03937. Additional information received indicates that the patient had 2 leads that had migrated, and both were explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
Correction: section b5 has been updated to the correction information. Section d6b should have been blank in the initial report.

Event description:
The lead was not explanted. The procedure was only abandoned.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.